Manufacturer narrative:
Not repairable.

Event description:
It was reported via repair work order that the bed had a broken weld on the patient right side at moveable litter support bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.